Event description:
It was reported to philips that the system would not allow any x ray. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the planned treatment was completed by using the mobile fluoro unit. The philips field service engineer inspected the system on site and confirm that the system would not allow any x-ray. Review of the system log file showed that the multiple tube current out of range and tube problem errors. Upon troubleshooting, fse found that the issue was due to problem with the x-ray tube. To resolve the issue, fse performed the generator calibrations, tube adaptation and tube yield. Later the issue reoccurred, and fse replaced the hi-vo generator and x-ray tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.